Event description:
The customer reports the introducer needle (with blood) can't put into syringe.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arrow raulerson syringe, a spring wire guide assembly, and a lidstock for analysis. The introducer needle was not returned. Visual examination revealed signs-of-use in the form of biological material on the guide wire and the ars. No other defects or anomalies were observed. The ars was attached to lab inventory introducer needle and it fit snugly with no indication that it was loose. This ars/introducer needle assembly was able to successfully draw and aspirate water. An attempt to insert the returned guide wire through the ars was performed. Major resistance was encountered, and the guide wire was not able to pass. Additionally, the guide wire kinked during the attempt. Since large amounts of biological material was observed on the distal end, the guide wire was cleaned-off and reinserted. The guide wire was then able to pass with minor resistance. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The report of the syringe/needle connection not being secure in use was not confirmed through complaint investigation. The customer returned the ars; however, the introducer needle was not returned therefore a full investigation could not be performed. Visual examination of the ars did not reveal any anomalies or defects. The ars passed all relevant functional tests, and a device history record review was also performed and did not reveal any relevant findings. Without the introducer needle to analyze, the root cause cannot be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the introducer needle (with blood) can't put into syringe.